Event description:
During testing at the user facility, it was noted that the device door roller was broken and the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept with an unsigned noted that indicated, spoiled. No specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door pin was broken. Additionally during testing, the device did not sound an audible tone during an alarm condition. This was due to the cpu (central processing unit) circuit board. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.